Event description:
Device 2 of 2. Reference MFR report # 3006705815-2019-00412. It was reported that patient had an infection at both the ipg and lead sites. In turn, entire system was explanted. Reportedly, infection has resolved.

Event description:
Device 2 of 2. Reference MFR report # 3006705815-2019-00412.